Event description:
A surgeon reported he sees glistenings in the intraocular lens (iol) he implants. He reported that he feels they could be affecting the visual acuity in some of the pts by one or two lines. He also states when he examines a pt who has glistenings in the iol it blurs the fundus. He stated he does not have a specific pt or a specific lot number to report at this time. Add'l info was requested but not recd.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records could not be reviewed, because the reporter has not provided a lot number, or any identification traceable to the mfg documentation. Add'l info was requested on 05/30/2008, 06/02/2008 and 06/04/2008 by phone and on 06/02/2008 by mail and fax. A completed questionnaire has not been rec'd.